Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was residual fluid remaining in a large volume infusor at the end of the expected therapy time. The reporter stated that the fluid remaining in the bladder was approximately the size of a ¿plum.¿ the device had been filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.